Event description:
The patient states that their control solution tests were out of range for control solution one and two. While troubleshooting with member support, the control solution one test was out of range two times. The patient didn't receive medical attention or treatment as part of the device malfunction

Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.